Event description:
It was later reported that the pump was last refilled (B)(6) 2011, and the pump was still alarming.

Event description:
Additional information: it was reported that the patient had erosion and needed surgery. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient experienced a return of symptoms and withdrawal. The patient stated that her original surgery was may 6, 2010 and she "went into withdrawal about 2-3 weeks after that and they were going to change the pump out." The patient stated that the "catheter was placed in her catheter." A healthcare provider (hcp) performed a revision where the pump was flipped and lowered to a position just below the patient's rib cage from the original position of the breast above the rib cage. The hcp also changed the catheter and placed it at t9. The patient stated that she has "lost a lot of weight and it (the pump) is closer to the skin." The patient stated that she was never titrated down and she "went from 70mg to nothing." It was also reported that an alarm was heard but telemetry was not performed. The patient stated the alarming began in (B)(6) 2012 and went on until 7 weeks prior to the report (approximately the beginning of (B)(6) 2012). The patient stated the alarm "cut off" at that point and then about a week and a half prior to the report (beginning of august) it was back on. The patient stated that the pump was empty and it "beeps three times and then no rhyme or reason and it turns off for about five weeks and then it turns back on." The patient stated that she has a panic disorder and the alarm going off is nerve wrecking. The patient was seeking a new physician to manage the pump due to being discharged by her primary and managing physician in (B)(6) 2011. The patient stated that the letter from her former physician stated that he could no longer be her physician because she needed immediate medical assistance.

Manufacturer narrative:
(B)(4).

Event description:
In late (B)(6) 2013, the patient reported being ¿extremely sick¿; no additional details were provided.

Event description:
Additional information: the patient claimed to have been awake for two and a half months due to the pump being empty since (B)(6) 2012. It was reported that an alarm was still sounding. On occasion the patient lost her ability to walk.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pump was empty. Patient had a mass on her desired to remove the pump. Patient had suicidal thoughts, had lost 44 lbs., couldn't eat or sleep and was noted to be repeating herself. Drug delivered via the device was hydromorphone. It was later reported that the pump ran out on 2012-(B)(6), however was supposed to run out before that date on 2011-(B)(6). The pump was last refilled in (B)(6) 2011. It was further added that patient had three masses and had severe neurological damage, "pump was ruining her life". Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted:(B)(6)-2010, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).